Manufacturer narrative:
(B)(4) - the reported event of "suture needle detached". Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a sacrospinous ligament fixation procedure. According to the complainant, the stainless steel needle of the gore suture (not a boston scientific product) detached inside the patient during the procedure. The patient had an x-ray, but the exact location of the needle was not determined. The needle has not been retrieved from the patient since the initial procedure. It is unknown how the initial procedure was completed. The patient is reportedly "doing fine" postoperatively with no complications. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.